Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg revision procedure wherein the old ipg was replaced with a non rechargeable ipg. The patient was doing well postoperatively. The explanted device will not be returned as the ipg was disposed by the facility.